Event description:
The customer reported the system locked up during a case and displayed several error codes. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and loaded newest version of software and calibration files. System operates as intended. (B)(4).